Manufacturer narrative:
Additional information:: d9, h3 plant investigation: although it was indicated a sample is available, no sample has been provided for evaluation as of 10/30/2023. The reported complaint is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. During the lot history review it was noted that there was no other complaint reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there was one unrelated nc (1465394: "finished dialyzer lots cannot be dispositioned in lablink") in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The dialyzer was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The dialyzer was available to be returned for evaluation. Additional information was requested but was not received to date.